Event description:
Customer states that she attempted to use her compact plus meter, but obtained an error message. She was subsequently hospitalized for high blood sugar and infection (type not provided). Customer tested on a competitor's meter and obtained a high reading (actual reading not provided). Customer's daughter drove her to the hospital where she was admitted and stayed for four days (treatment, if any, was not provided). Requested return of suspect device and replacement was sent.